Event description:
Related manufacturer reference number: 1627487-2022-04179. It was reported to the FDA in a PMA supplement (p010032/s189) for an indication expansion for diabetic peripheral neuropathy pain. The study to evaluate the safety of spinal cord stimulation (scs) for patients with diabetic peripheral neuropathy using real-world evidence methods that abbott leads and ipgs may be related to adverse events or malfunctions. Specific patient information and product information is documented as unknown. Details are listed in the study, titled diabetic peripheral neuropathy spinal cord stimulation real-world evidence study protocol and report. A review of this data for the date range of 2014-2020 showed approximately 10,201 number of adverse events (related manufacturer reference number: 1627487-2022-04179) that occurred after a scs procedure which may or may not be associated with the product or procedure. Also, approximately 9,906 number of malfunctions were reported after a scs procedure which may or may not be associated with the product or procedure.

Manufacturer narrative:
Specific patient and product information is unable to be obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.